Manufacturer narrative:
There are no reports of any specific event or activity that the patient may have participated in that may have caused or contributed to migration of implanted components. The imaging of the initial implant position was viewed by a nalu representative and it was noted that the legs of the ipg were crossed at the time of implant. It is believed that the crossed legs may have contributed to the device rotating within the pocket.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. After activating the system, the patient was experiencing communication issues between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting in the field found that the ipg had migrated within the pocket so that it was no longer seated in a way to maintain communication with the external devices. On (B)(6) 2025 a surgical revision was performed to reposition the ipg to be seated parallel to the skin surface and within the recommended depth to maintain communication.